Event description:
Rep reported that the pt shunt has been stuck at 30 for well over 6 months now (maybe even over a year). He has slit ventricles. The surgeon has tried multiple times to reprogram him up prior to this last appointment. The surgeon was unsuccessful in using the super magnet as well. At that point a new programmer was used. The surgeon tried to move it to 50, and it read repeat program. He then tried to reprogram it to 90, and it read program complete. An x-ray, was done and it still indicated, it was at 30 (hadn't budged at all). As a result he had his entire system replaced with an antisiphon control device.

Manufacturer narrative:
The device has been received. Upon completion of the investigation, a follow up report will be filed.